Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain. The home patient (hp) was connected when the alarm occurred; the hp confirmed there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the home patient (hp) to cycle power to clear the alarm and advised the hp to start over using new disposables. The hp confirmed the start over. On (B)(6) 2010, product surveillance spoke with the hp's husband who reported the hp passed away (B)(6) 2010 while in the hospital. The husband stated the cause of death was heart and kidney failure with smoking being a contributing factor. No other information was obtained.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.